Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The device not evaluated code is 02.

Manufacturer narrative:
The product was returned to animas and evaluated on (B)(6) 2011 by product analysis. The keypad was found to be intact; no peeling or lifting was observed. The up keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under the up-arrow and down-arrow key contacts.

Event description:
It was reported that the up-arrow is slow to respond for the past month. It was reported that the keypad is intact and the pump is not exposed to water.